Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The dead weight and seat were ordered to correct the reported fault.

Event description:
The hospital reported the patient airway pressure was determined to be higher than expected during preuse checkout. There was no report of patient involvement.